Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after the first firing, the device was closed and would not reopen. The device was stuck on tissue; the surgeon had to force the device to open. There was no tissue damage. Another device was used to complete the procedure. There was no adverse consequence to the patient.